Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure and while performing bladder neck cauterization to achieve hemostasis, a perforation was observed at the base of the bladder neck. In response to the bladder neck perforation, the treating surgeon left the foley balloon catheter in place longer to allow healing of the perforation. Per the manufacturer's instructions for use, bladder perforation is a perioperative risk of the aquablation procedure. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b rev g/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o rectal incontinence / perforation. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use lists bladder perforation as a potential risk of the aquablation procedure. Additionally, per the event details, the bladder injury occurred during hemostasis and post-aquablation therapy. Based on the event details plus review of the treatment log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.